Event description:
This is filed to report the resistance noted during removal of the clip delivery system (cds) from the steerable guiding catheter (sgc), which has the potential to cause or contribute to injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4 in a patient with a dilated left atrium. One mitraclip was successfully deployed on the mitral valve leaflets. The next clip delivery system (cds) was advanced into the steerable guiding catheter (sgc) and into the left atrium. In order to obtain a more perpendicular steering angle, the cds was retracted but while retracting the cds, the outer clip arm became stuck with the tip of the sgc. Troubleshooting maneuvers were performed to try to remove the clip from the sgc tip but were not successful. The clip was not able to be removed from the tip and could not be opened; therefore, the sgc and cds were removed together. It was believed that the devices became stuck due to fast retraction of the delivery catheter (dc) handle. The procedure was ended with one mitraclip implanted (the first clip) and the mr was reduced to 3. No further clips were implanted as the physician did not want to perform a new transseptal puncture. An additional mitraclip procedure will be planned. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for clip becoming caught on the guide resulting in difficulty removing the clip delivery system (cds) from the steerable guide catheter (sgc) and difficult to open clip include but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology), user technique or procedural conditions (unintended curves on the device during advancement/removal). With respect to the procedural conditions and/or user technique, clip getting caught on guide resulting in difficulty opening the clip, can be influenced by the clip not being fully closed upon removal, the orientation of the clip with respect to the guide tip or curves on the sgc applied by the user. In this case, the information provided states that the clip was fully closed and there were no curves sgc; however it was further stated that the clip became caught on the sgc due to the fast retraction of the cds. Therefore, in this case, even though it was confirmed that the clip was fully closed and the sgc was straightened, it is possible that the clip was oriented in such way that resulted in an interaction between the clip and the tip of the sgc upon fast retraction of the cds. This interaction would cause the difficulty removing the cds as the soft tip is caught between the gripper (which contains the frictional elements) and the arm, with the frictional elements digging into the soft tip. This then likely caused the inner components of the clip to get damaged which prevented the clip from opening. Based on the information reviewed, the difficulty removing the cds from the sgc and the difficulty opening the clip appear to be related to procedural conditions/user technique. There does not appear to be any evidence of a product quality deficiency. A review of the lot history record revealed no non-conformances for the lot. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.